Event description:
It was reported that the patient's right hip was revised due to stem loosening. The stem, head, and poly liner were revised to a competitor femur and competitor poly with an mdm metal liner. Rep confirmed there are no allegations against the revised head and liner, and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.